Event description:
When attempting to retrieve an ev3 spiderfx distal embolic protection device, the retrieval catheter would not pass the boston scientific promus premier deployed stent. In the effort to retrieve, the basket was pulled through the stent and the stent became dislodged and was pulled out of the vessel along with the spiderfx.